Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate readings. A definitive root cause, however, could not be determined. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). It was reported that the same bg meter was not used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient uses multiple blood glucose meters against user guide recommendations. Patient takes acetaminophen while using device against user guide recommendations. No additional patient or event information is available.